Manufacturer narrative:
Additional information: h3, h6, h10. H10: the device was received for evaluation. A visual inspection performed with the naked eye noted a green pull ring cap dislodged from the patient luer adapter. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: the event occurred on an unspecified date in (B)(6) 2021. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line green cap of an amia automated pd cycler set had ¿fallen¿ inside the overwrap. This was observed after removing the overwrap for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with these events. No additional information is available.